Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00204 on november 10, 2016. On 01/06/2017 additional information: a redraw sample with collection date (B)(6) 2016 has been put aside for further testing. The patient sample was tested for vitamin d total (vitd) on the advia centaur xp. The vitamin d result was also >375 nmol/l. Vitamin d diluent was sent to the customer for testing the patient sample. Manual dilution using the vitamin d diluent was performed. Sid (B)(6), vitamin d dilution results (nmol/l.): (B)(6). Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00204 on (B)(6) 2016. MDR 1219913-2016-00204 supplemental report 1 was filed on (B)(6) 2017. On (B)(6) 2017 - additional information - based on the dilution study performed at the customer site, the results appear to be consistent with an interference in the patient sample affect. The most likely reason for these higher results is a sample specific issue which may be due to some unidentified interference. Common interferences such as heterophilic antibodies can react with reagent immunoglobulin's interfering with in vitro immunoassays. It is possible that the interfering substance is a medication the patient is taking. Siemens cannot make a definitive determination.

Manufacturer narrative:
The cause for the falsely elevated advia centaur xp vitamin d total (vitd) patient results is unknown. The vitamin d assay calibration was valid, and quality control results were acceptable at the time of the event. The patient sample is not available for further investigation. Siemens recommends dilution testing for results above the assay range, and cannot rule out a possible sample specific interference. No conclusion can be drawn. The instruction for use (IFU) under the dilutions section states the following: "dilute and retest serum samples that have total 25(oh) vitamin d levels > 150 ng/ml (> 375 nmol/l) to obtain accurate results." The instrument is performing within specifications. No further investigation is required.

Event description:
Falsely elevated advia centaur xp vitamin d total (vitd) patient results were observed by the customer and considered discordant compared to lower alternate vitamin d test methods. At some point, during that past few months, the patient had been admitted to a hospital, and a vitamin d test was ordered. The hospital sample was run on an alternate vitamin d test method, and resulted as deficient. The patient was retested at the customer site on (B)(6) 2016, and the advia centaur xp vitamin d result was elevated. This sample was sent out, and tested on two alternate vitamin d test methods, and the results were lower. A lower vitamin d result was what the physician was expecting. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp vitamin d total patient results.